Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 3 of 4. The patient also received a system error 2367 alarm. The hp had not disconnected and all of the bags were properly attached. The baxter technical services representative assisted to end therapy and the hp would complete therapy with manual supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2011. She stated that the patient had not contacted her about the event. The nurse stated that the patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event. Bps contacted the home patient on (B)(4) 2011. He stated that he did not notice anything usual about his supplies that night. Therapy since has been going well, and there were no adverse effects reported in relation to this incident. The patient stated that he thought he had told his nurse about the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.